Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for about 27 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated with purified water, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, as well as setting 30mmh2o and 50mmh2o requested by the customer, the valve passed the test. Review of the history device records confirmed the valve product code 82-3844, with lot ctfctz, conformed to the specifications when released to stock in 28th may 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted at a different facility from the reported hospital. Doi and the initial pressure setting are unknown because the device was implanted at the other hospital. When the patient visited the hospital, the pressure was set at 50mmh2o. Since hydrocephalus symptoms did not improve from images and clinical symptoms, the setting was lowered to 40mmh2o on (B)(6) 2016. However, the situation did not change, and the patient's condition did not improve even after the setting was lowered to 30mmh2o on (B)(6) 2016. When the surgeon set the pressure at 200mmh2o, and then punctured the valve chamber with the catheter filled with fluid to check the intracranial pressure, it was measured at 30mmh2o. Although the surgeon had no idea about the reason of the intracranial hypotension, he thought that the hakim valve at 30mmh2o was ineffective for the patient, and replaced it with the hakim fixed pressure valve (10mmh2o+-10mmh2o) on (B)(6) 2016. The patient is currently being monitored.